Event description:
It was reported the patient was seen for routine device interrogation. Frequent and brief episodes of atrial lead oversensing with device mode switching were noted with real time telemetry. Trend data also indicated low sensing values. The lead sensitivity was reprogrammed. The lead remains in use. It was later reported the patient is in atrial fibrillation and does not utilize the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were collected from the device and analyzed. No anomalies were found.

Event description:
It was reported the patient was seen for routine device interrogation. Frequent and brief episodes of atrial lead oversensing with device mode switching were noted with real time telemetry. Trend data also indicated low sensing values. The lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s.